Manufacturer narrative:
It is unknown if qualified associated products were used in these unknown cases. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. This file was opened from a comment in another file, which indicated the use of a non-qualified iol/cartridge combination with a non-qualified viscoelastic. It is unknown if qualified associated products were used in these unknown cases company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation procedure, a streaks/threads were noted on the iol's. The lens was remain implanted as the surgeon said that it acts like a membrane. Some were polished away, some not. Additional information was requested, but no further information is available. There are two medical device reports associated with this event. This is 2 of 2.